Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 404 mg/dl. The customer's wife stated that the customer had changed out the infusion set, reservoir and the insertion site several times to no avail. She advised that he would treat with manual injection. The customer decided to change the infusion set, reservoir and insertion site again. He was advised to monitor. Nothing further reported.